Event description:
It was reported that the patient developed an infection positive blood culture of yeast in aerobic bottle from peripherally inserted central catheter (PICC) line. Due to the patient's decline of not eating for four days and worsening delirium and failure to thrive, the plan was made to palliate and turn off the left ventricular assist device (lvad). It was reported that the patient passed away while on palliative care on (B)(6) 2022.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6) , was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jul2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death, localized infection, psychiatric episode, and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was home for two weeks post implant admission. The patient was not coping at home and was unable to get out of bed. The patient experienced anorexia, nausea and was found to have positive blood cultures upon readmission. The infection type was noted to be e. Faecalis bacteremia. The patient was put on ampicillin and ceftriaxone. A peripherally inserted central catheter line was inserted for intravenous antibiotics. Abdomen computed tomography and stool cultures were negative. The patient's driveline was clean. The patient was awaiting a fluorodeoxyglucose (fdg)-positron emission tomography(pet) scan and may have considered an endoscopy/colonoscopy. The patient was in constant pain with nausea and was only meeting 25% of their nutritional requirements. The patient refused a feeding tube and was entirely bedridden.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.